Manufacturer narrative:
Sv unknown pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test and displacement test due to blank display. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer's blood glucose level was 65 mg/dl. It also reported that display is blank currently. It also reported that the display returned. The customer will return insulin pump for analysis.